Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not working. There was no reported impact to customer's blood glucose. Upon follow up, customer could not recall what the pump issue was and reported that the pump was working as intended.